Event description:
A voluntary medwatch report was received indicating that the patient¿s right ventricular (rv) lead exhibited high, out-of-range defibrillation impedance. No changes or interventions were reported; the rv lead remained in service. No adverse patient effects were reported.

Manufacturer narrative:
D4. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.